Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the submitted system controller log file confirmed a total loss of power to the system controller due to depleted external batteries and the ebb. The submitted log file contained data from (B)(6)2019 through (B)(6)2019. The log file appeared to show the pump operating as intended until (B)(6)2019 at time stamp 10:28:53 am. The line of data following this timestamp showed a complete loss of power to the system controller, indicated by a time clock reset to (B)(6)2001 1:00. The total loss of power event was preceded by low battery advisory/hazards and a no external power alarm. The captured atypical events and associated alarms appeared indicative of a total loss of power to the system controller due to depleted batteries and subsequent depletion of the controller's internal emergency backup battery (ebb). Power was ultimately restored to the system. No other atypical events were captured in the log file. It was reported that the patient reported feeling "bad" all day. When they checked the system controller, they did not see the green pump run symbol illuminated and determined the pump was off. The patient called the vad coordinator and stated the pump was off and none of the batteries were working. The patient did not know how long the pump had been off and denied hearing or seeing any audible/visual alarms throughout the day. The patient was advised to connect to the ac unit, which resulted in the immediate restart of the pump. The patient was then instructed to perform a self-test on her system controller. The system controller passed the self-test per the vad coordinator. Additional information was requested, but not provided. The patient remains ongoing on heartmate ii lvas. The hmii lvas IFU, as well as the hmii patient handbook, provide important information regarding the heartmate batteries, including outlining monitoring battery charge level and replacing depleted batteries. If the yellow diamond comes on, the user is instructed to promptly replace the low batteries with two fully-charged batteries or switch to the power module. They also outline all system controller alarms as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 1 year & 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient reports feeling "bad" all day. When the patient checked the system controller patient did not see the green pump run symbol illuminated, and determined that the pump was off. The patient then proceeded to call the vad coordinator and stated, "my pump is off and none of her batteries are working". The patient does not know how long the pump has been off, and denies hearing or seeing any audible/visual alarms throughout the day. The patient was advised to connect to her ac unit, which resulted in the immediate restart of the pump. The patient was then instructed to perform a self-test on her system controller. The system controller passed the self-test per the vad coordinator. The patient will be transporting to piedmont hospital via ems for evaluation. Additional information: the log file shows the pump stopped because the batteries (14 volt external & external backup battery (ebb)) were allowed to drain. This caused the controller¿s clock to reset to the default timestamp of 1/1/2001 @ 1:00. Due to the controller¿s clock resetting we are unable to determine the length of time the pump was off. Noted prior to this event the patient is never connected to a power module or mpu. This indicates the patient is sleeping on battery power. This recent event also appear to have occur when the patient may have been sleeping. The file shows the patient was on a new set of batteries on (B)(6) 2019 @ 21:48. A low battery advisory occur on (B)(6) 2019 @ 9:13. A low battery hazard occurred on (B)(6) 2019 @ 10:19. These appear to be occurred at times when a patient may be sleeping. No further information provided.